Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air may have been present in the cassette or lines of a homechoice cassette without an alarm during peritoneal dialysis therapy. The patient stated that they have not connected to the patient line without the line being properly primed. The patient stated that at the end of therapy they were feeling shoulder pain, and they believe the machine is allowing air into the supplies with the air causing discomfort. There was no patient injury or medical intervention associated with this event. No additional information is available.